Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was unknown. They had constant urination. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was flushed. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reported that insulin pump was not lasting enough with the battery, has lasted 2 weeks, once the battery new inserted the screen went completely, two weeks ago display the low battery alarm, the battery was changed and worked, and after 2 weeks, no alarm was delivery and turned off. The insulin pump will not be returned for analysis.